Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)-product analysis: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the complaint could not be duplicated during investigation. A review of the pump¿s black box revealed a low battery warning; there was no evidence of excessive battery usage and shortened battery life. The battery compartment threads and battery cap threads were found to be damaged. No battery compartment cracks were observed. The battery cap was unable to secure properly to the pump. A power loss was not observed during testing. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored. The pump¿s electric power draws were found to be within specification. No damage or defect was found to the pump¿s internal components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.